Event description:
Event description cpi received information that this bipolar lead was fractured. An x-ray of the lead confirmed a lead fracture due to clavicle first rib crush of the lead. The lead was replaced.